Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatic ablation of a two-centimeter lesion and after completion of two cycles, each 12 minutes, when they withdrew the return electrode from the upper thigh of the patient, they observed a small light burn measuring 2-3 cm in size. No treatment was needed.